Manufacturer narrative:
Physio control evaluated the device and observed that it would not operate on battery power, physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the rptr, the device will not operate on battery. There was no pt associated with the reported incident.